Event description:
According to the customer, the collector bag presented perforation leakage noted during use. Another same like device was used. There was no injury to the patient.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.